Event description:
Material: 515078 lot: unknown it was reported by customer that phaseal optima bag spike came out of the bag while nurse was circle priming the line. Verbatim: phaseal optima bag spike came out of the bag while nurse was circle priming the line.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one infusion adapter, IV tubing, an optima injector, and one IV bag was provided to our quality team for investigation. After decontamination, the spike was inserted into the ports on an IV bag, all product was properly connected, the connection was secure, and no leakages occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all dimensional testing is within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.